Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13294. It was reported during a procedure to explant the patient¿s system, (reference manufacturer report number 1627487-2019-12486). The physician noticed that the base of one of the anchors was broken. It is unknown which anchor was broken, as such both anchors are being reported. Patient¿s entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.